Event description:
A filter did not appear to open completely and immediately migrated to the right atrium during a jugular filter placement in a non-compliant patient who was thrashing about during the procedure. The filter was retrieved with a snare without incident. A second filter was placed successfully. Removal of a central line, which was in place prior to filter placement, appeared to drag the successfully placed filter out of position to the innominate vein. Follow up could not confirm if initial filter placement entrapped the wire. Successful bilateral ilac placement of two filters followed and the patient's condition is good. The first filter was destroyed and the second filter remains implanted in the patient. Therefore, no failure analysis is available. It was indicated the patient was non-complaint and thrashed around during the procedure requiring four people to hold him down. It was also indicated that a pre-placement vena cavogram could not be confirmed and continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to incomplete opening of the filter. Placement of the second filter in a non-complaint patient with a central line in place may have resulted in wire/filter entaglement which may have contributed to the subsequent event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release.